Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought in for lead revision due to increased capture thresholds due the lead slack being pulled back. During repositioning, the screw was unable to be extended. The lead was explanted and replaced. The patient was discharged.